Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is leaning against the posts and pressed down into the well area of the lens case. The qualified cartridge was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The product investigation could not identify a root cause for the reported event. The lens was not returned stuck inside the qualified cartridge. The lens was returned in the lens case for evaluation. Lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported, during intraocular lens (iol) implant the lens was not advancing as expected. The lens made contact with the right eye but was not inserted. The surgery was completed the same day without patient injury.